Manufacturer narrative:
The device was tested at the manufacturer. During the investigation a failure of the I:e-valve was observed, and no pressure was built up. The valve is responsible for switching between inspiration and expiration. A (sporadically occuring) problem of the I:e-valve explains the described behavior. In this case, either no airway pressure or a too high airway pressure is built up. A visual and acoustical alarm with the alarm message "paw high" or "paw low" notifies the user. If there is a pressure built up, the safety valve opens to limit the pressure delivered to the patient. The device has behaved as specified for this kind of problems. The valve failure is evaluated as a single fault at the device after more than 20 years of use.

Event description:
It was reported: "sporadic interruptions of ventilation". There was not patient injury reported.